Event description:
It was reported that the patient presented to the clinic because their device was beeping. Interrogation of the device found the superior vena cava (svc) defibrillation lead impedance alert had been triggered due to high impedance. The lead svc coil was programmed off and the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD, (B)(6) 2014; 407645 lead, (B)(6) 2009. (B)(4).